Event description:
The customer reported issues with the touchscreen responsiveness. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.